Event description:
It was reported that, during the implant procedure of a leadless implantable pulse generator (ipg), the patient experienced hemodynamic changes, loss of cardiac contractility, cardiac perforation and cardiac tamponade. It was also reported that prior to deployment, when the leadless ipg delivery system (delsys) crossed the valve and was pointed toward the right ventricular (rv) septum, contrast was injected and after pulling the leadless ipg delsys back into the inferior vena cava, hemodynamic patient changes were first noted. Cardiopulmonary resuscitation (CPR) was delivered to the patient, followed by pericardiocentesis removing large volumes of blood, and subsequently, cardiovascular surgery to successfully repair the perforation. Medical intervention was required as a result of this event. The leadless ipg and its delsys were attempted/not used and the procedure was abandoned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra / model #: mc1vr01-delsys / expiration date: 14-jul-2023 / serial#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Mfg date: 24-jan-2022. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.